Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a history/settings (history/settings issue) issue. It was reported that the pump¿s menu did not contain the ez bg, combo bolus or ez carb options. There was no allegation of an adverse event with this complaint. This complaint is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 04/28/2017. Product analysis: the device was returned and evaluated by product analysis on 04/05/2017 with the following findings: the complaint could not be duplicated or confirmed with investigation. The total daily insulin delivery records correctly reflect the users programmed basal rates. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. All deliveries performed during investigation were recorded accurately in the pump history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.